Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 4.36 inr. The patient's coumadin dose was held for 4 days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.